Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt and electrical fault alarms while the patient was showering and crawling under the car for repairs. An exposed area of the driveline (dl) was notice and repaired with rescue tape and a cardboard splint. The patient was hemodynamically stable and asymptomatic with no current alarms when seen in the clinic. The driveline was fully connected although there appeared to be some twisting. Log file review, revealed that the rear motor was not working and a splice repair was needed and scheduled. The patient was admitted and monitored in the intensive care unit (ICU), pending a computed tomography angiography (cta). It was also reported that upon further review of the dl damage there was no internal damage and splice repair not indicated. It was noted that no alarms had occurred since (B)(6) 2022 and even with manipulation there were no alarms reproduced. It was discussed rather a sheath repair or a splice repair was to be performed. A sheath repair was opted for and the dl damage site was repaired along with a repair at the end of the strain relief for security. The vad¿s driveline remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the first electrical fault alarm that occurred while the patient was in the bathroom self-cleared. The second electrical fault that occurred the next day while the patient was working on a car also self-cleared. Logfile review showed over current torque on the rear stator. Visual inspection showed one outer sheath crack, but no damage to the inner lumen. While inpatient, driveline sheath repair was performed to address the break in the driveline, and additional tape was added by the drain relief to address damage to the strain relief.

Manufacturer narrative:
### A supplemental report is being submitted for additional event information. Investigation of this event is pending and a supplemental report will be sent upon its completion. <(><<)>end> medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed two (2) electrical fault alarms and two (2) high watt alarms logged since 24-apr-2022. The electrical fault alarms were logged on 24-apr-2022 at 09:58:25 and on 25-apr-2022 at 07:49:04 due to an overcurrent condition on the rear stator resulting in the pump running on a single stator (front stator only). The high watt alarms were recorded on 24-apr-2022 at 09:58:57 and on 25-apr-2022 at 07:49:06. The high watt alarm were indicative of the increased power consumption associated with the pump running on a single stator. Log file analysis also revealed several reactivation events logged since 24-apr-2022 due to an overcurrent condition on the rear stator. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed a crack in the outer sheath. Onsite inspection of the driveline cable also revealed damage to the strain relief. Additionally, visual evidence provided by the site revealed a twist and discoloration to the outer sheath. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Of note, onsite inspection did not reveal anomalies to the inner lumen and manipulating the driveline cable did not reproduce any alarms. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms, high watt alarms, and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the driveline sheath crack and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline sheath "twist" damage may be attributed to improper handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.